Manufacturer narrative:
The suspect device was returned and evaluated. Review of the event history log confirmed the error had occurred. The left and right clutch was observed worn; therefore, they were replaced as a preventative measure. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.